Event description:
Stem inserter broke during use.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the returned instrument confirms the observation. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. (B)(4) was approved and completed on (B)(4) 2010, which includes improvements to bolster the durability of this instrument. Complaint sample was manufactured prior to the design changes. Additional corrective action is not indicated at this time. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.